Event description:
It was reported by the operating physician that during use of the device, the spring wire guide wire (swg) became "completely tangled" (unraveled). The timing and specific circumstances surrounding the device damage were not provided. It was also reported that the patient required medical interventions, including local compression of the femoral artery, administration of an antifibrinolytic infusion to aid in clot stabilization, and transfusion of fresh frozen plasma (ffp). The device was surgically removed in the operating room. The patient was subsequently discharged from the hospital on (B)(6) 2026. Three follow-up attempts were made to obtain additional details regarding the device failure and patient outcome; however, no further information has been received as of the date of this report.

Manufacturer narrative:
Continuation of d11: aid in clot stabilization, and transfusion of fresh frozen plasma (ffp). (B)(4).